Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed and found issue was confirmed using system logs, which logged multiple errors (c-33, c-54, c-34, and c-30). Visual inspection identified a potential issue related to the reported event. During testing, the iesu displayed a c-54 error at startup, and log review showed a c-00 error. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during da vinci-assisted surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report error c-34 for erbe cautery. Tse reviewed logs and informed site to make changes to monopolar coagulation setting from swift to classic. Site informed they were using backup vision site cart from another system to complete the surgery as of now. Site will check existing erbe after surgery if surgeon permits. The procedure was converted to another da vinci system with no reported injury.